Manufacturer narrative:
Additional information: h3, h6, h10. H10: one actual sample was received for evaluation. A visual inspection with the naked eye noted a patient adapter separated from the tubing/bushing. Functional testing including leak testing, clear passage testing and clamp function testing were performed and no issue was identified. The separation between the two components causes a leak, therefore the reported condition was verified. The cause of the condition could not be determined; however the connection between the connector and silicone tubing is a friction fit and not a solvent bond. A strong tug on the tubing could cause the separation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the patient adapter and tubing of a minicap extended life pd transfer set which resulted in a leak. The event was further described as the rigid plastic piece that hooks to the titanium area became dislodged. This occurred during setup for peritoneal dialysis therapy. The transfer set was replaced and the patient was treated with intraperitoneal antibiotics for precaution. There was no report of patient injury or medical intervention associated with this event. No additional information is available.